Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 2 mmol/l at the time of the event and reported a sensor glucose vs blood glucose reading mismatch. The customer reported hypoglycemia treated with carb intake. The customer experienced symptoms such as tired. The event involved product mmt-7040c1. Troubleshooting was performed for sensor glucose vs blood glucose. The sensor glucose value was 6 mmol/l and blood glucose value was 2 mmol/l and the difference was greater than 30%. The discrepancy between sensor glucose was blood glucose was not within range. Troubleshooting was partially performed for hypoglycemia and later customer does not feel ok to troubleshoot. No further patient complications were reported. It was unknown whether the customer will continue using the device. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.